Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's touchscreen was shattered. There was no impact to customer's blood glucose (bg) level. Reportedly, the customer was mowing the lawn when the touchscreen was shattered, but did not know how it happened. It was indicated that the customer would administer manual injections as alternate insulin therapy.